Event description:
Device shows "do not use" indication, but passes self test. Identified during test. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator. Eval of the device confirmed the complaint that it displays a 'do not use' indication, but passes its power-on self-test. In this condition, the device is able to fulfill its intended function of defibrillating a pt. The 'do not use' indication was found to be due to a fault associated with the indicator. The cause of the indicator's malfunction was that it was not sufficiently soldered to the appropriate internal electrical contacts which, upon separation, caused the indicator not to function and incorrectly indicate that the device was not ready for use. Soldering the component leads corrected the problem. The device was then fully tested and passed all specs and was returned to the customer. A review of prior complaint investigations for this device family found no other occurrences of mfg errors of this kind, indicating that this problem cause is a unique occurrence.